Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. The sutures of two proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to 24f in the rcfa. During knot advancement, a suture break occurred with the second pre-placed suture in the rcfa. A third proglide device was deployed in the rcfa. The suture of the first pre-placed proglide device and the suture of a third proglide device were used to achieve hemostasis in the rcfa. Suture placement in the left common femoral artery (lcfa) was also attempted with a proglide device via a 6f sheath; however, when the plunger was removed, no suture was present. The sutures of two proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to 12f in the lcfa and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.